Event description:
It was reported the patient had a shocking or jolting sensation. It was reviewed patient on/off options and amplitude down to 0.0 volt until the ins(stimulator) can be checked by an hcp(healthcare provider) or medtronic representative. The patient was on program 4 at 1.55 volts on saturday before the incident and the patient states she turned it down to 0.80 volts because she didn¿t know to turn it off. It was confirmed that the patient was down to 0.0 volts and off (no lightning bolt). The patient was just really scared and her hand and arm were still not feeling better. The patient on saturday she had a handheld vacuum in her right hand and put her left arm down on the marble floor and had this huge electricity that went through part of her body (left side). The patient states she got very weak on that side. The patient states she had someone else try the vacuum identical to her (stepdad) ways and they didn¿t experience the same thing as the patient. The patient states her arm and hand hurts on left side and doesn¿t know what to do.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v658629, implanted: (B)(6) 2011, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).